Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd ultra fine¿ pen needle was unable to deliver insulin/medication. The following information was provided by the initial reporter: the customer stated, "the needle clogged during flow check." Customer found 1 pen needle during the flow check to clog.

Event description:
It was reported during use the bd ultra fine¿ pen needle was unable to deliver insulin/medication. The following information was provided by the initial reporter: the customer stated "the needle clogged during flow check." Customer found 1 pen needle during the flow check to clog.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-10-23. H6: investigation summary: customer returned two (2) used 32gx4mm bd pen needles without tear drop labels attached. Consumer reported that the needle clogged during flow check. Both returned pen needles were examined, and it was observed that 1 pen needle exhibited a bent non-patient end (npe) cannula. The pen needle with the straight npe cannula was tested for flow using a test pen injector: this pen needle was able to attach to the pen injector and expel properly. No evidence of manufacturing defect was observed on either sample. Since both pen needles were returned after use, and no manufacturing defects were observed, the probable cause of the bent npe cannula is user error when attaching the pen needle to a pen injector. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.